Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Because cable unit was twisted with a broken wire, the endoscopic image could not be displayed. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Based on the results of the investigation, no non conformances were found related to this complaint. A device history review was completed and confirmed that the device was shipped in conformance with specification, and no issues were identified. This issue is addressed in the instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during procedure preparation the subject device did not present an image and there was a kink in the cable. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported that during procedure preparation the subject device did not present an image and there was a kink in the cable. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.